Event description:
It was reported that 597days after implantation of a 2.75x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left circumflex artery (lcx). A pre-intervention stenosis of 55% was reported. A 2.5x9mm maverick balloon was used to pre-dilate the lesion. A 2.75x16mm taxus stent was deployed at 8 atm in region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient received intra-coronary adenosine, heparin, and eptifibatide during the procedure. Complications were reported as "none." The patient presented 597 days after the initial procedure with angina and a 100% in-stent restenosis in the distal lcx. The lesion was pre-dilated with a 2.5x15mm voyager balloon. A 2.5x23mm cypher stent was deployed at 14 atm in the region of the lesion. The stent was post-dilated with a 3.0x13mm highsail balloon. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received nitroglycerin, eptifibatide, and heparin during the procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.